Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status ok. The amount of charge taken from the battery was verified. The battery condition was found to be asexpected. The device never activated the eri status. The ability of the device to deliver therapies was verified. The anti-bradycardia pacingpulses proved to be normal and in amplitude and frequency as programmed. There wasno indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated. The device has not yet reached the eri status.

Event description:
This device was explanted and replaced during a lead revision due to eri 31 months after implantation. Rv lead was replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.